Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer stated that the fenestrated bipolar forceps had a wire broken. The procedure was completed with no report of patient injury.